Event description:
The pt heard a snap in her neck while painting her toenails. She later experienced a lack of effect. The pt was seen in clinic. Implantable neurostimulator interrogation revealed high impedances on all bipolar electrode pairs involving electrodes #3 and #7. No problem was visible on x-ray. The device was reprogrammed around the affected electrodes. The pt was getting adequate stimulation. There were no plans to explant or revise the device.

Manufacturer narrative:
(B) (4).